Event description:
The dealer states the right side of the base frame of the lift is bent causing the casters not to touch the ground.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.